Event description:
It was reported that the console may be out of alignment, as the patients are experiencing more bleeding than usual.

Manufacturer narrative:
The console was evaluated at the customer's site. The field service engineer (fse) found system minor alignment issues and performed alignment on all 4 channels. Fiber port alignment check was completed, and calibration was checked. Operational tests and energy checks pass low, medium and high in both service and user modes with no errors. The console functionality was restored. The reported patient symptoms are a known risk associated with these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the console may be out of alignment, as the patients are experiencing more bleeding than usual.